Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was at home sleeping when the white power cable on their controller caught on fire between the cable and the locking nut. The cable burned the patient's sheets on their bed. The patient went to the emergency department. The controller was alarming with a power cable disconnect, the patient was unable to read any pump parameter on the controller and was unable to interrogate. The lvad (left ventricular assist device) remained on and running, the patient was noted to be stable and unharmed by the burned cable. The controller was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a burned power cable was confirmed. A review of the downloaded log file spanned approximately 2 days (01feb21 ¿ 03feb21 per time stamp). On 02feb21 from 23:50 to 23:52 there were multiple atypical no external power alarms that activated while connected to the power module. The backup battery was able to provide power to the controller during these events. The alarm resolved after the patient connected to batter power. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial number (B)(4), had a hole and burn mark where the cable meets the white strain relief and midway through the white power cable. When the controller was connected to the power module, the system monitor was not receiving data. The cable underwent current leakage testing and failed due to wire to wire and wire to shield shorts. The cable was stripped, and the controller was opened to inspect further. Fluid ingress was noted in the power cable connectors and inside the stripped cable. There were multiple burnt wires that were exposed. The cable was replaced to continue with testing. The controller was functionally tested and found to operate as intended during analysis after replacing the power cables. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and power cable disconnect alarms. Heartmate ii instructions for use section 2-¿system operations¿ and heartmate ii patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.